Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for motor failure. During visual evaluation, cracked on right plunger case damage was identified. During analysis, unable to duplicate the motor rate error during occlusion test. The event history log was reviewed and motor rate error was identified. Based on the evidence, the complaint was confirmed. Unable to determine the intermittent of the motor rate error. Service replaced coupling, leadscrew and clutch halves for preventive. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a motor failure alarm was experienced.